Event description:
It was reported post a (B)(4) study, the pt developed severe stenosis. On (B)(6) 2011, a pulmonary vein isolation ablation procedure was performed and no issue was noted. Initially, the procedure had been delayed approx (B)(6) weeks, due to a thrombus in the atrium. During the 6 month f/u visit a routine MRI was performed and severe stenosis of the right lower pulmonary vein ostium was noted. The pt is asymptomatic and there is no plan for immediate intervention. The next f/u will be in 6-months.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record is not possible as the lot number of the device is unk. The root cause classification could not be determined as the device was not returned.